Manufacturer narrative:
Results: evaluation of the returned unit confirmed that the hold function does not work. There is no physical damage to the hold button and it does not stick. However, the battery door is missing, the warning label partially missing and battery leakage residue and corrosion on flat battery contacts and battery springs. The unit passes all other functional tests. Note: instructions for use state: take care when installing new batteries. The alarm will not work if batteries are installed improperly. Always install a completely new set of batteries when the chirping due to low battery power sound begins. Do not replace a single cell, but all cells in the alarm. Do not mix old and new batteries, or battery brands within a battery pack. Used of mixed batteries or batteries installed incorrectly may cause battery damage, and may damage the alarm. Remove any alarm from use and send to the appropriate facility authority if batteries are damaged or corroded or the battery compartment has signs of previous battery corrosion such as white powder residue. (B)(4).

Event description:
Customer reported that the hold button does not silence the alarm. The customer did not provide a date when this was discovered. No patient incident or injury reported.